Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lobectomy, the first reload cut and stapled only a few millimeters then it quit or got blocked. When the second reload was used, it was noted that there had been no staples in the cartridge. The green cartridge and another reload was used for the closure of the bronchus and lung resection. Due to the fact that the surgeon needed to convert from a laparoscopic procedure to an open procedure, approximately 45 minutes was lost. The incision was extended due to the product problem by more than 1 inch (2.54 cm). It was reported that the device cut the tissue and no staples were deployed.